Manufacturer narrative:
No conclusion code available. Premature battery depletion was confirmed by analysis. During the analysis, the device behaved normally and the power consumption of the device was measured and found to be normal. The battery depletion was traced to an anomaly within the battery.

Event description:
This report is to advise of an event observed during analysis.